Event description:
No additional info.

Manufacturer narrative:
The customer reported that lipids were leaking from the filter vent. One photo was taken by the customer but does not verify the leakage. No sample was returned. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model me1225 lot number 23029211 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 2008 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd extension set 1.2 micron filter the device was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: just wanted to updated everyone on this event that just occurred in the nicu with the 1.2 micron lipid filter me1225. The lipids were leaking from the circular area on the back side of the filter. Once we replaced the filter, I was able to flush freely through the filter. A new filter connector was replaced. One of the nurses in med-surg had this same problem with the me1225 (extension set with 1.2 micron filter) as well. They pulled another and had no issues. They also saved it, and I am having the same issue.